Manufacturer narrative:
Product event summary: analysis found that both of the epg's output connectors were broken. The hanger assembly was also found to be broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) that was returned for calibration subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.